Manufacturer narrative:
(B) (4). The customer reported the device was discarded. A follow-up will be submitted with any relevant info.

Event description:
Device issue: none. Adverse event: thrombosis requiring intervention. Onset of adverse event: approx one month post procedure. It was reported that on (B) (6) 2010, a xience v 2.5 x 18 mm was implanted in the pre-dilated proximal left anterior descending (lad) artery. A non-abbott stent was implanted at the proximal end of the xience v stent. On (B) (6) 2010, the pt complained of chest pain lasting a few days. An angiogram was performed and thrombosis was confirmed around the implanted xience v stent. This was treated via balloon angioplasty and flow was improved. There is no additional info available.